Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm rated burst pressure. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.